Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that foreign matter was adhered in the auxiliary water channel of the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. The foreign matter adhered on the channel could have been attributed to the user reprocessed the subject device without cleaning for the auxiliary water channel.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During regular maintenance of the device, olympus confirmed that the auxiliary water channel has been reprocessed without using maj-1971(connecting tube to be used when cleaning and high-level disinfecting) since the device was delivered. There is a possibility that the device was used with insufficient reprocess. The device was used for colonoscopy. There was no report of patient injury associated with this event including the infection. The user facility did not provide other detailed information.